Event description:
When the surgeon removed the temporary fixation pin, the pin broke off below bone level. The surgeon removed the plate and 4 screws, drilled out the broken piece and replaced the plate using larger screws. An additional 15 minutes was added to the surgery.